Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Diabetes clinical manager reported via phone call that the customer was hospitalized on (B)(6) 2015. The customer went to the emergency room because she wasn't feeling well; she had a lot of pain and vomiting and has history of gastroparesis. Blood glucose at the time of admission was 132 mg/dl. The insulin pump was removed at the hospital and she was treated with insulin drip and admitted to intensive care unit. They were able to deliver a bolus, rewind, prime and ran the selftest to verify that the insulin pump is functioning.